Manufacturer narrative:
As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately 6 struts had significantly perforated the ivc. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately 6 struts had significantly perforated the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
According to the information received via phase 2 discovery form, the patient states that they received an ivc filter due to finding a blood clot in their leg during follow up visit after knee replacement. The patient states that they suffered perforation of the ivc and tilt of the filter post ivc filter implantation. The patient also states to have ongoing fear of not knowing when the ivc filter will break apart and travel to their heart. As reported, the patient had placement of the trapease inferior vena cava (ivc) filter. The indication for placement was a blood clot in the leg after total knee replacement and pulmonary emboli. During implantation, the filter was deployed below the position of the renal veins. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six struts had significantly perforated the ivc. Per the patient profile form (ppf), the patient reports to have perforation of filter strut(s) outside the ivc, and a tilted filter. The patient also reports to anxiety. The patient states to be a chron¿s disease patient for fifty years and that the added stress and fear can contribute to a flare up. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six struts had significantly perforated the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to pulmonary emboli. During implantation of the ivc filter via the right common femoral vein, the filter was deployed below the position of the renal veins. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the alleged events approximately on or about four years and five months post implantation of ivc filter. The patient reports to have perforation of filter strut(s) outside the ivc, and a tilted filter. The patient also reports to have psychological and mental anguish. The patient states to be a chron¿s disease patient for fifty years and that the added stress of not knowing is beyond belief and is an enormous factor for a flare up. The patient states that due to their chron¿s all of their large intestine and a great part of their small intestine had to be removed. According to the information received via phase 2 discovery form, the patient states receiving an ivc filter due to finding a blood clot in the leg during a follow up visit after knee replacement. The patient states suffering perforation of the ivc and tilting of the filter post ivc filter implantation. The patient also states to have ongoing fear of not knowing when the ivc filter will break apart and travel to the heart. According to the medical records provided for review, approximately four years and four months after the filter was implanted, the patient underwent a computed tomography (CT) scan which was indicated for unspecified abdominal pain. The CT reported the ivc filter present below the level of the left renal vein; no visible thrombus in the inferior vena cava (ivc); no fractured struts and the filter well aligned with the axis of the cava with only slight anterior tilt. Bilateral renal cysts were also reported as an incidental finding. Approximately two months later, the CT scan results were reviewed by a different radiologist, who concluded the report was positive for caval perforation with the superior extent of the ivc filter at l2-l3 disc and the inferior extent superior to the l4 body. A total of six prongs have perforated the ivc, to a maximum of 3mm. Tilting of the filter was also noted.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the indication was pulmonary emboli, and dvt s/p knee replacement. During implantation, the filter was deployed below the position of the renal veins. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages including significantly tilt and approximately six struts had significantly perforated the ivc. Per the patient profile form (ppf), the patient reports to have perforation of filter strut(s) outside the ivc, and a tilted filter. The patient further reports anxiety. Per the medical records, a CT scan done approximately 4years after implant revealed the ivc filter present below the level of the left renal vein; no visible thrombus in the inferior vena cava (ivc); no fractured struts and the filter well aligned with the axis of the cava with only slight anterior tilt. Bilateral renal cysts were also reported as an incidental finding. Approximately two months later, the CT scan results were reviewed by a different radiologist, who concluded the report was positive for caval perforation with the superior extent of the ivc filter at l2-l3 disc and the inferior extent superior to the l4 body. A total of six prongs have perforated the ivc, to a maximum of 3mm. Tilting of the filter is also noted. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six struts had significantly perforated the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to pulmonary emboli. During implantation of the ivc filter via the right common femoral vein, the filter was deployed below the position of the renal veins. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the alleged events approximately on or about four years and five months post implantation of ivc filter. The patient reports to have perforation of filter strut(s) outside the ivc, and a tilted filter. The patient also reports to have psychological and mental anguish. The patient states to be a chron¿s disease patient for fifty years and that the added stress of not knowing is beyond belief and is an enormous factor for a flare up. The patient states that due to their chron¿s all of their large intestine and a great part of their small intestine had to be removed. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to pulmonary emboli. During implantation of the ivc filter via the right common femoral vein, the filter was deployed below the position of the renal veins. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the alleged events approximately on or about four years and five months post implantation of ivc filter. The patient reports to have perforation of filter strut(s) outside the ivc, and a tilted filter. The patient also reports to have psychological and mental anguish. The patient states to be a chron¿s disease patient for fifty years and that the added stress of not knowing is beyond belief and is an enormous factor for a flare up. The patient states that due to their chron¿s all of their large intestine and a great part of their small intestine had to be removed. Additional information is pending and will be submitted within 30 days upon receipt.